Manufacturer narrative:
Additional information received by the sales representative on 11 december 2017: the patient was already under anesthesia, so additional anesthesia was needed to wait for re-sterilization of the my knee set. Only the packaging of the cutting guide has been received for investigation. Batch review performed on 10 january 2018 lot 60207k: (B)(4) items manufactured and released on 29 nov 2017 . Expiration date: 2018-04-22 no anomalies found related to the problem. Visual inspection performed on 10 january 2018 by packaging and washing manager: the packaging and the picture received were analyzed and the event description confirmed . The two holes, respectively in the primary and the secondary packaging, could have been reasonably located in the same position if we consider the final configuration of the double-pouch packaging in force for the involved item. The failure seems to have been occurred due to forces experienced during the instrument transportation/ handling: in detail, the femur cutting block could have pierced the two pouches in the same time, as it is visible from the two packaging received. This could be correlated to the combination of the packaging configuration applied and the shape of the involved cutting block, as it presents some projecting parts.

Event description:
Outer and inner damaged my knee packaging. Femoral cutting block. Surgery delay of 1 hour.